Manufacturer narrative:
The subject device was disposed of by the hospital.

Event description:
It was reported that during a clot retrieval procedure, tissue plasminogen activator (t-pa) was administered to the patient. Approximately 90 minutes later, thrombectomy was performed with the retriever (subject device) and after two passes the blood flow was restored; however, angiography indicated a subarachnoid hemorrhage (sah) occurred in the treated area. The sah was reported to be non-serious; therefore no medical intervention was performed. The physician's opinion that was reported indicated that the left middle cerebral artery was stretched during the clot retrieval as the clot was hard and then bleeding from a perforating branch caused the sah. The patient is reported to be recovering. No further information was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during a clot retrieval procedure, tissue plasminogen activator (t-pa) was administered to the patient. Approximately 90 minutes later, thrombectomy was performed with the retriever (subject device) and after two passes the blood flow was restored; however, angiography indicated a subarachnoid hemorrhage (sah) occurred in the treated area. The sah was reported to be non-serious; therefore no medical intervention was performed. The physician's opinion that was reported indicated that the left middle cerebral artery was stretched during the clot retrieval as the clot was hard and then bleeding from a perforating branch caused the sah. The patient is reported to be recovering. No further information was reported.